Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient received a new charger which has difficulty communicating with the ipg. A replacement charger did not resolve the issue. Surgical intervention is planned to address the issue. Follow-up revealed the patient is now undergoing treatment for an unrelated illness and will address the scs system issue at a later date.